Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The caller initially attempted to reload the original cartridge but was unsuccessful in resuming insulin. Customer technical support (cts) instructed a pump reset, after which the caller was able to successfully load a cartridge and resume insulin delivery.